Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 10 december 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for plunger difficult/unable to operate due to unknown lot number.

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced a plunger rod that was difficult to move and difficult plunger movement during use. The following information was provided bdate received for intake: 08-oct-2020. Material no:328290 batch no: unknown. Complaint 2 of 2. Consumer reported removing the needle shield one one syringe and finding no needle. Stated the needle was missing. Stated she previously had problems with the plunger in the past and growing concerned with these syringes. Consumer uses mail order pharmacy, requested replacement be sent to her local retail pharmacy. Date of event: 10/02/20.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned one (1) loose 0.5ml bd insulin syringe. Consumer reported problems with the plunger. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to be exercised within the barrel properly. No defects regarding the plunger rod assembly was observed on this sample. Unable to perform a DHR review for plunger difficult/unable to operate due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced a plunger rod that was difficult to move and difficult plunger movement during use. The following information was provided bdate received for intake: (B)(6) 2020. Material no:328290. Batch no: unknown. Complaint 2 of 2. Consumer reported removing the needle shield one one syringe and finding no needle. Stated the needle was missing. Stated she previously had problems with the plunger in the past and growing concerned with these syringes. Consumer uses mail order pharmacy, requested replacement be sent to her local retail pharmacy. Date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿needles experienced a plunger rod that was difficult to move and difficult plunger movement during use. The following information was provided bdate received for intake: 08-oct-2020 material no:328290 batch no: unknown. Complaint 2 of 2. Consumer reported removing the needle shield one syringe and finding no needle. Stated the needle was missing. Stated she previously had problems with the plunger in the past and growing concerned with these syringes. Consumer uses mail order pharmacy, requested replacement be sent to her local retail pharmacy. Date of event: (B)(6) 2020.